Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery door was cracked. Review of the event history log showed an occurrence of "backup audible alarm post." Functional testing included running the pump through the power up process and occlusion testing. The reported issue was not duplicated. The cracked battery door was replaced and the device passed all functional testing. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported the device has a system failure. No patient injury/involvement reported.